Manufacturer narrative:
(B)(4). The analysis results found that the tsw35 device was returned in good visual conditions and with three white cartridge reloads present. Cartridge c and d were received fully fired and with the lockout tab normal. Cartridge b was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was 1/2 fired. The cartridge was disassembled to verify the condition of the internal components and the right sled was found damaged. In addition the cartridge deck was indented at the point where the sled stopped. The damaged found on the cartridge deck is consistent with damaged caused when the device is clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When the mechanism is forced the wedge band will bypass the sled. It should be noted that if resistance is felt, stop firing the device and replace the cartridge. For more information please refer to the instructions for use. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a vats lobectomy, the device fired correctly on the first firing. A white cartridge was loaded for the second firing on the pulmonary artery and bleeding occurred. It is unknown if the device cut or if the device stapled during this firing. It is unknown the amount of blood loss. The scrub dry fired the device on the back table and it fired correctly. Suture and ties were used to control the bleeding. There was no adverse consequence to the patient reported. One device will be returned. (B)(6).